Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support to clean speaker holes, remove and reconnect cartridge, and wait to resume insulin; alarm did not recur, pump resumed normal operation, and customer received tips to prevent future altitude alarms and acknowledged instructions.